Event description:
The following was reported to davol: on (B)(6) 2013 - patient underwent open right hemi-colectomy, appendectomy procedure. On (B)(6) 2014 - patient was implanted with a bard plasix mesh during a hernia repair and lysis of adhesions procedure. On (B)(6) 2014 - patient became symptomatic. On (B)(6) 2014 - patient was readmitted to the hospital with constipation and abdominal pain and underwent a re-operation for small bowel obstruction. The bard plasix mesh remains implanted. The surgeon reported that he thought the small bowel obstruction was related to the 2013 surgery. However he could not completely rule out a possible relationship to the bard plasix mesh.

Manufacturer narrative:
A review of manufacturing records was performed and the product met specification when release to stock. As reported by the surgeon, the relationship between the plastic mesh and the patient's post operative course is inconclusive, as such, no definitive conclusions can be made at this time. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.